Manufacturer narrative:
Per the user facility's extracorporeal membrane oxygenation (ECMO) coordinator, the venous saturation was recalibrated with all three of the blood gases shown and the screen immediately read 100% despite the values of 87% and 89% being entered into the calibration settings. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the monitor would only display 100% for venous oxygen saturation (sv02), despite multiple calibrations. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and d11.

Event description:
Per clinical review: the blood parameter monitor (bpm) was being used for an extracorporeal membrane oxygenation (ECMO) procedure. The team exchanged the circuit on (B)(6) 2019, and when the hematocrit saturation module (h/sat) probe was placed back on the new circuit, post exchange, the unit was reading 100% saturation on the venous saturation parameter. The venous blood was darker in color and was representative of venous blood, so it was obvious to the user the 100% measure was not correct. She stated that the system was not mixing the arterialized blood with the venous blood, which could indicate a higher than expected venous saturation level. On the first in-vivo calibration, the actual lab analyzed saturated venous oxygen (svo2) was 87%. The bpm svo2 was adjusted to 87% to match the lab analyzer, but when the unit was placed back to operate mode, the svo2 immediately jumped back to 100%. The second in-vivo calibration attempts yielded the venous saturation of 89, and the bpm again defaulted back to the 100% saturation. The product was then exchanged with another bpm and the ECMO run continued without issue. There was no blood loss or harm associated with the event. There was no delay in the ECMO run.

Manufacturer narrative:
Updated blocks: h3, h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the hematocrit saturation (h/sat) values were adjusted successfully during the evaluation using sample in-vivo adjustments, provided enough time was allotted to allow stable intensity values. Adjustment attempts were made immediately after making a large change to intensity values were not necessarily successful. No additional issues were noted through visual inspection. Per the clinical service specialist, the end-user allowed the blood parameters to stabilize prior to attempting an in-vivo adjustment. The service repair technician (srt) was not able to verify the issue. Monitor passed power on self diagnostics test with no errors. Hsat passed color chip/cuvette testing in service mode within specifications. He replaced the sbc board and hsat servo card as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.